Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving baclofen 2000 mcg/ml 942 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2016. It was reported the patient experienced increased spasticity, increase in spasms and decreased tone. The patient did not experience any major withdrawal symptoms. The patient currently takes 80-90 mg of oral baclofen per day and the patient has not had really good spasticity control with the pump to this point. A dye study was performed (B)(6) 2016, but was unremarkable. An alarm was heard and confirmed by telemetry a critical alarm occurred (B)(6) 2016 around 4pm; low battery reset; safe state. The patient did not have recent magnetic resonance imaging. As of (B)(6) 2016, the pump had 18.7 ml of drug in the reservoir. The hcp talked to the patient and advised him to go to the emergency room (ER). The patient did not go to the ER on saturday, but instead he went on sunday, (B)(6) 2016. The patient had not been formerly admitted and had been waiting approximately 5 hours. The patient did not want to wait any longer so he left without a representative being able to interrogate the pump. Per the hcp, the patient appeared to be doing fine experiencing only a slight increase in spasticity. The patient planned going to follow up with the hcp (B)(6) 2016. No interventions have been taken and the issue was not resolved. Patient status was alive; no injury. The cause has not been determined. The patient had the pump replaced on (B)(6) 2016. The pump contained baclofen 2000 mcg/ml at a dose of 500 mcg/day. The patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.